Manufacturer narrative:
E1: patient city: (B)(6). Patient country:(B)(6).

Event description:
Unomedical reference number (B)(6). Event occurred in united arab emirates it was reported that patient faced infusion set cannula bent event on 27-apr-2024. The infusion set was in use for around 48 hours. The blood glucose level at the time of incident was 600mg/dl and patient resolved it by using insulin pen. Patient was hospitalised for high blood glucose and the blood glucose at the time of hospitalisation was 600mg/dl. Patient was admiited for 12 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 5376384 in question was manufactured at the reynosa site. Complaint investigations: physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. However, the reference samples for batch 5376384 were previously tested in complaint (B)(4) on 22/feb/2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: packing of quick set. Lot 5376384 was manufactured according to the work instruction (wi) version 70 and packaging in the multivac 12, on 11/feb/2022, with a total of (B)(4) units. Assembly of quick set: lot 5379669 was manufactured according to the wi version 23 assembled in the quickset line, on 11/feb/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 5376384 and other 7 complaints have been registered in database for the same lot 5376384 and malfunction code. Preliminary conclusion: due to the volume of complaints identified in the trending analysis, this case will be moved to pending corrective and preventive action (CAPA) determination assessment to evaluate whether additional investigation is required.

Event description:
To date no additional patient or event details have been received.